Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod. The patient reported being unsure if the cannula was properly seated in the infusion site. As treatment the patient removed the pod.